Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large air bubble the size of a pea. Blood glucose level at the time of the incident was 265 mg/dl. The customer was advised that the resevoir would be replaced but did not return a product for analysis.